Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other graftmaster rx 3.50x16 and graftmaster rx 2.80x16 referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that during the procedure to treat an existing perforation with extravasation in the heavily calcified, restenosed, proximal circumflex coronary artery, an attempt to cross via femoral access was made by each of these covered stent devices, but each device failed to cross due to patient anatomy: a 2.8x19 rx graftmaster, a 3.5x16 rx graftmaster, and a 2.8x16 rx graftmaster. While a 2.5x20 non-abbott balloon catheter was able to cross the perforation to tamponade the bleeding, the perforation ultimately self-sealed without adverse patient sequelae. The failure to cross did not cause or contribute to any adverse patient sequelae and there was no occurrence of a clinically significant delay. No additional information was provided.